Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ 50ml concentric luer lock syringe had a cracked barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Upon visual inspection of the picture sample, the syringe was observed cracked between the 0ml and 20ml scale markings. A device history record review did not reveal any quality issues during the production of lot number 1603229p that could have contributed to the observed defect. The cracked barrel was a result of an undetected hit within the manufacturing equipment or during the transport process. A project was opened in july of 2017 to reduce the occurrence of damaged product within the manufacturing area. The project's corrective actions were implemented after the production of the lot involved in this incident. The manufacturing facility has been made aware of this incident.

Event description:
It was reported that a bd plastipak¿ 50ml concentric luer lock syringe had a cracked barrel. There was no report of exposure, injury, or medical intervention.